Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a veterinary procedure on a small canine four drill bits broke. All four drill bits broke at the same level. This report is 4 of 4 for complaint (B)(4)

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Additional code: hsz. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.